Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the universal battery charger not turning on was confirmed. The evaluation of the universal battery charger (ubc) serial number (B)(4) isolated the issue to the pem (power entry module). Further investigation revealed incorrectly soldered wires on the pem. The pem was replaced at no cost to the customer. A full functional test was performed, the device passed and is returning to the customer site ready for use. The device history records were reviewed and the records revealed that the ubc was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook and instructions for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Using the charger is addressed in the IFU section ¿using the charger¿. This section warns the user: do not use a damaged or defective battery charger until it is repaired or replaced. Until there is a safe and reliable way to recharge batteries, use the heartmate power module or mobile power unit to power the heartmate system. Incidental findings: the evaluation isolated the problem to incorrectly soldered wires on the pem (power entry module). As a result, the neutral wire insulation was melted consistent with a heat accumulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger would not turn on.